Event description:
Reference number (B)(4). Event occurred in united arab emirates. It was reported that patient faced infusion set leakage event on (B)(6) 2024. The leakage was from the cannula. The infusion set was in use for one day. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6), patient country: united arab emirates.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the reference samples for the lot 6001424 were already tested previously on the 2084261 on 12-feb-2025. The reference samples were visual inspected. All test results were within specifications as per the (B)(4) complaint test report. Complaint test report.pdf attached in this record. Test results on the reference samples: functional test under air flow according to work instruction (wi) version 2 test on reference samples, 10/10 samples passed the test. Functional test under air leak according to wi version 2 test on reference samples, 10/10 samples passed the test. A batch record review was conducted resulting in the following: packaging lot: the lot 6001424 was manufactured according to the wi version 75 packing in the multivac 12, on 26/may/2024, with a total of (B)(4) units. Assembly lot: the lot 3e04094 was assembled according to wi version 26 on-line inspection for assembly of quick set on 25-may-2023, with a total of (B)(4) units. The lot 3e04095 was assembled according to wi version 26 on-line inspection for assembly of quick set on 25-may-2023, with a total of (B)(4) units. Welding lot: the lot 3e01125 was manufactured according to wi version 36 manufactured in the machine us05, on 24-may-2023, with a total of (B)(4) units the lot 3e01126 was manufactured according to wi version 36 manufactured in the machine us06, on 24-may-2023, with a total of (B)(4) units review of the device history record (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 05/mar/2025 against malfunction code leakage (source/cause cannot be identified, only use when a specific malfunction cannot be determined) and lot 6006114 and no other complaint has been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: on reference samples, no issue were found related to leak issues, harm no reportable, no defect on tests, no non-conformance (nc) raised during production, two more complaints received on the lot 6001424 in question and malfunction 02.01. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.